Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the stem inserter was found to be broken prior to the case starting. There was no patient involvement. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the blue handle broke in half. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.